Event description:
The nurse team leader reported that an adult female patient was being positioned and the physician was readjusting her for a vp shunt placement when the unit slipped. According to the surgeon it was possible that the pressure was not applied equally on all 3 points. The patient incurred an inch laceration (deep-to the periosteum) which required staples for closure. Promed instrument (pmi) adult pins were used with the mayfield skull clamp. A steriotaxic device was not used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for an evaluation. An investigation has been initiated based upon the reported information.